Event description:
According to the reporter, during a respiratory segmentectomy procedure, while stapling the bronchus, the device stopped firing halfway. Because it was the bronchus, it was unknown whether or not the tissue was hard. The surgeon pressed the upward release button and collected the device. It was checked whether the alarm sounded should the tissue be thick. However, the screen could also not be seen, thus it was unknown. The same location was closed and resection was performed with a competitor's product. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# p2f0265 sigphandle - sig power sigphandle handle, serial# (B)(6), sigpshell - sig power sigpshell control shell, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a respiratory right lower lobe segmental resection, after connecting the reload and adapter to the power handle, gradual firing was performed in the bronchus; but the device stopped firing halfway. The bronchus had a peripheral in flammation, but it was not particularly thick. The surgeon pressed the upward release button and collected the device. When the cartridge was opened, the reload only fired two centimeter and the knife stopped midway. Another stapler from a different company was used to re-resect the central side to complete the case. No patient injury.